Manufacturer narrative:
Smith and nephew has completed the investigation for this complaint. The device, intended for use in treatment, was returned for evaluation. A relationship between the reported failure and the device could not be established as the visual and functional assessment found no fault with the device or battery. The manufacturing records reviewed show that there was no issues at the point of release that could have caused or contributed to the reported event. A review of the complaint history found other instances of this reported issue. These instances are being monitored with further work being conducted to determine if additional actions are required. The described failure mode, failure to charge, can potentially be caused as a result of the device¿s inbuilt safety feature, inherent within numerous rechargeable devices. When the device is charging and/or in use, its temperature will naturally increase, this and other external factors such as ambient temperature and storage location can have an impact on the time it takes to charge. If the temperature of the device increases above a certain temperature, charging will pause until the temperature has reduced. Although the device will pause charging in these conditions, it will not impact on its ability to still provide negative pressure wound therapy. Once the device temperature drops the device will continue to charge. Recommendations: storage of the device should be within an area that is not subject to high temperatures. Ensure the device is fully charged prior to use. Locking the screen is recommend during the charging process. Do not charge the device whilst it is stored in its carry bag. It is important that all users of this device, read and follow the instructions in the supplied manual for use.

Event description:
It was reported that the device does not charge when connected to the external power supply.